Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: d-evolutfx-2329, serial/lot#: (B)(6), ubd: 07-feb-2028, UDI#: (B)(4), h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, hemodynamic instability was observed when the non-medtronic guidewire was placed into the ventricle. Subsequently, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 22 millimeter (mm) balloon. Following the bav, the patient's blood pressure dropped due to hemodynamic disruption due to an increase in aortic regurgitation. Subsequently, the valve was placed quickly. Cardiac massage was administered, and vasopressors were administered. The patient's blood pressure recovered following continued cardiac massage, and extubation was performed.

Manufacturer narrative:
Updated data: b1. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve did not contribute to the increase in the patient's pre-exiting aortic regurgitation. However, following the implant of the valve, no notable paravalvular leak (pvl) was noted on echocardiogram as the pvl was assessed as "slight".